Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08730 inches. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2018 with blood glucose level 389 mg/dl, 200 mg/dl, 450 mg/dl at the time of incident and the current blood glucose level was 347 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted with their health care professional regarding the high blood glucose. The device will be returned for analysis.